Manufacturer narrative:
The customer declined an injector system checkout. The disposables used in the reported occurrence were discarded and not available for evaluation. In addition, lot numbers were not provided; therefore retained samples are not able to be tested. The customer declined additional applications training.

Event description:
The customer reported the following: a patient suffered an extravasation while connected to the stellant w/certegra injector system during a CT abdomen/pelvis examination with contrast to evaluate right upper quadrant pain. Post procedure, a small amount of swelling was evident in the left antecubital area. The patient was admitted to the hospital due to an unrelated infection and per site protocol received a skin evaluation performed by wound care. No additional treatment regarding the extravasation was reported.